Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nail was broken on the drilling hole for the shs. Me of approx. 30 minutes was necessary. The nail broke in the area of the lag screw hole after approximately 2,5 years.

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, ti gamma3® ø11x200mm x 130° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 2.5 years. The broken nail was removed. The appearance of the breakage surfaces of the posterior web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the anterior web followed most likely with delay in a much quicker way with increased tensile load. Bearing points are typical results of the interaction of the single products under load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. The reported event indicated that the implants had fulfilled their tasks ¿ temporary stabilization of a bone fracture ¿ for a period of 2.5 years. The course of bone healing has not been provided and no indication is given that the patient has fallen. We received screenshots of two x-ray images [in a-p- and l-m-view] confirming the describe course of event. According to further details received bony consolidation has taken place, so the issue is only about hardware removal and no revision was carried out. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to intra-operative damage contributed by axial load after an implantation period of 2.5 years. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The nail was broken on the drilling hole for the shs. Me of approx. 30 minutes was necessary. The nail broke in the area of the lag screw hole after approximately 2,5 years